Manufacturer narrative:
Device evaluated by MFR: the unit returned has wire broken , as part of overall visual revision. Only a guide wire was returned for analysis. The guide wire was received broken into two parts. One section is bent, including the tip and the other section is kinked. Both sections of the broken wire presents evidence of kinking in the breakage points. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a wire detachment occurred. The accustick device was being used in the kidney. During advancement of the catheter, the guide wire sheared off inside the patient. The wire fragment was snared and removed from the patient after about 20 minutes. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire detachment occurred. The accustick device was being used in the kidney. During advancement of the catheter, the guide wire sheared off inside the patient. The wire fragment was snared and removed from the patient after about 20 minutes. No further patient complications were reported.